Event description:
It was reported, the pt was no longer receiving stimulation due to falling which caused her scs lead (off-label use) to migrate. F/u identified the pt had the migrated scs lead revised and an add'l scs lead was implanted which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.